Manufacturer narrative:
The reported complaint was confirmed. Per pst there was no output voltage present on the direct current (dc) power supply. The ccm was connected to a lab use only power supply and the ccm booted up normally. The service repair technician (srt) replaced the power supply. The unit operated to the manufacturer's specifications. This complaint is related to (B)(4)/ medwatch #1828100-2018-00244. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during laboratory evaluation of the device at the service center, the central control monitor (ccm) had no power. There was no patient involvement.